Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that the picture-in-picture video input connector was broken. The problem, as reported to olympus, was first identified at the end of a procedure. The intended procedure was completed using the same device. As reported to olympus, a delay in procedure of 1 hour occurred; the patient was not under general anesthesia when the delay occurred. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the information indicated that the picture in picture (pip) video connector was broken and needed a replacement, though the device was not returned. Therefore, it is likely that the pip video connector deformed because the customer applied external force to the connector at the time of connection or transportation. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.